Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015 the patient underwent her first bt procedure. No issues were reported with the device. According to the complainant, on (B)(6) 2015 the patient was admitted to the hospital because of severe labored breathing, plus generalized shortness of breath (sob), severe and almost constant coughing, and periodic rib pain due to the coughing. On (B)(6) 2015 the patient was reported to be in the intensive care unit (ICU). The patient had pneumonia and a blood clot in her lung. The patient was discharged from the hospital, exact discharge date was not reported. On (B)(6) 2015 the patient's condition was reported to be "much better" and was on 30mg of prednisone daily. The patient was able to drive on her own again. Please see MFR report 3005099803-2016-00246 for the details regarding the patient's third bronchial thermoplasty procedure. Information regarding this event was obtained from (B)(6) posts. No additional information is available.